Event description:
The adverse event (ae) reported occurred four (4) days after the index procedure and was reported to be a sub acute thrombosis (sat). The pt returned to the hospital with a complaint of chest pain. Coronary angiography reveal thrombus inside and proximal to the cypher stent. The sat was treated with aspiration and balloon angioplasty using a 3.0/15 mm balloon at 16 atm for 30 sec. The pt was discharged three (3) days after the procedure.